Event description:
Reference manufacturer report number: 1627487-2019-06147. It was reported the patient fell several months (exact date unknown) and experienced ineffective stimulation since then. As a result, the patient had their system explanted and replaced. Effective therapy restored thus issue resolved.